Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Upon interrogation of the device, it was revealed to be above elective replacement indicator (eri). Based on this information, the device was revealed to communicate appropriately with a merlin programmer and has not reached eri.